Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial approach. The 90% stenosed, 2cm target lesion was located in the moderately tortuous and mildly calcified left subclavian artery. After a 6fr non-bsc introducer sheath and a 0.035" non-bsc guide wire were advanced, a 5.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different size mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial approach. The 90% stenosed, 2cm target lesion was located in the moderately tortuous and mildly calcified left subclavian artery. After a 6fr non-bsc introducer sheath and a 0.035" non-bsc guide wire were advanced, a 5.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different size mustang balloon catheter. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.